Event description:
Rptr alleged advantage sys unavailable due to no power. Rptr alleged that, while sys unavailable, customer experienced high blood glucose symptoms for which she was hospitalized and treated. Rptr alleged blood glucose measured by hosp greater than 500 mg/dl. The location of the events was not provided. Replacement prod sent; prod return requested.